Event description:
The anatomical condition of the pt's aortic neck did not fit the inclusion/exclusion criteria for implantation of the zenith aaa endovascular graft. Post angiogram of the graft placement revealed the presence of a proximal type I endoleak. A main body extension was deployed proximal to the landing zone of the main body graft to resolve the endoleak, but appeard to be "floating" in the main body graft. The area was ballooned again, but no resolve to the endoleak was noted. Another MFR's main body extension was deployed in the main body graft, underneath and distal to the deployed zenith main body extension. Placement of the additional "cuff", flared out of the needed diameter, resolving the proximal endoleak. Final angiogram showed a resolve of the type I endoleak, but noted the presence of a type ii endoleak.